Event description:
I used fixodent and poligrip from 1990 until 2009 while I was using fixodent and poligrip I began experiencing numbness and tingling in my extremities. Approx three months prior, I was diagnosed with neuropathy. Blood tests taken at that time showed that I had low levels of copper and high levels of zinc in my blood. My neuropathy is permanent and requires continual medical care and treatment. Dose or amount: denture cream. Frequency: twice daily. Route: oral. Dates of use: 1990 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced?: no.